Event description:
Boston scientific received information that this patient experienced a syncopal episode due to an unknown reason. The patient does not not require much pacing in the atrium or ventricle. Elevated thresholds were observed with the competitive atrial lead and a revision procedure was performed to replace this lead. No issues have been observed with the boston scientific right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was explanted for an unknown reason and was returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.